Event description:
Patient reported the vibration alarm on the infusion device has worked intermittently for 3 months and the device also triggered several e7 (electronic error) messages. Patient stated she changed the battery often; but no success. Patient reported experiencing no health concerns. Patient stated she did bump the infusion device somewhere. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Product was received on (B)(4) 2013. (B)(4) were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem.